Manufacturer narrative:
Product complaint # (B)(4). . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the pump did not hold the pressure was confirmed. Replaced worn fingers on complete pressure adjusters with tip replacement kits to correct the reported complaint. Replaced 2 stand-offs with broken screws on sub'd connector and added keyboard mask. The device was repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the broken screws on the connector and the missing keyboard mask. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via phone, during an acl surgery the chamber emptied and the pressure in the pump dropped. The rep fiddled with the hood and it went back up long enough to complete the procedure. No delay and no patient consequence.